Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump changed the time and date with no interaction from the customer. The customer's blood glucose level was not impacted. The customer will continue to use the pump to manage diabetes.